Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The phenomenon was unable to be reproduced: the image quality was found to be okay. Additionally, no abnormality was found in the product at the time of shipping. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device would not show an image. The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported.